Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site was loading an exam for use later on and upon loading it, the system showed "low memory error". It was a single exam. The site reported that the matrix of the exam was 512x540. There was no patient present when this issue was identified. Technical services (ts) advised that the matrix size be kept at 512x512 or lower as any higher value upscales the matrix which causes the low performance error.